Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a flex arm used in an endoscopic disc herniation. It was reported that movement of the flexible arm was poor. It hardened, but has little play and was difficult to loosen. There was no patient associated with the event. No further complications were reported/ anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of product# 9560524, lot# my23c001r the handle screw's thread was deformed and that the tube retractor fixation was slightly loose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: updated event details updated annex f code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a flex arm used in an endoscopic disc herniation. It was reported that movement of the flexible arm was poor. It hardened, but has little play and was difficult to loosen. The event did not cause any effect to the patient. The device was used multiple times. The product has not been delivered as a defective product. No further complications were reported/ anticipated.